Event description:
It was reported that during a cartridge change the user reached the press-and-hold step and the touchscreen did not respond when selecting ¿yes¿ to confirm visible drops, while ¿no¿ remained selectable; the device was deemed nonfunctional and a replacement ilet was issued with instructions to shut down the device and return it, and blood glucose was reportedly not affected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention and continued cgm monitoring with the dexcom app or receiver. Investigation included technical troubleshooting and review of device operability. Investigation of this case revealed a screen or user interface malfunction consistent with a device hardware or touchscreen responsiveness issue that prevented confirmation of the priming step. It was concluded, based on previously established findings for similar reports, that the cause was a device-related hardware malfunction. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.